Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result that was generated by the access 2 instrument for a single patient sample. A patient sample laws tested for accu tni and a result of 29.53 ng/ml was obtained. The result was reported out of the lab and questioned by a physician. The original sample was re-tested for accu tni and the repeated result was 0.01 ng/ml. In addition, the original sample was tested for accu tni on a different instrument in the customer's lab and a result of 0.00 ng/ml was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The sample was collected in a greiner lithium heparin tube and centrifuged for 3 minutes. Per customer, the sample "looked ok and the tube was full". Qc was within specifications prior to and after the event. The customer provided qc data for 2007. A system check performed two days earlier met specifications. A field service engineer (fse) was dispatched to the customer's lab two days later: the fse performed diagnostic testing which passed within specifications. The fse performed a preventive maintenance (pm) to the instrument which was due. The fse replaced wash arm lead screw. The fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.